Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital symptomatic and was short of breath. The patient received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Upon presentation, the device was pacing but there was no capture. The patient is not device dependent and their intrinsic rhythm came through. A review of the daily measurements noted increased thresholds and a jump in pacing impedance on the right ventricular (rv) channel from 500 ohms to 1100 ohms. The measurements came back down and increased again to the 1100 ohms and have remained there. The caller was asking if the rise in the rv pacing impedance could result in respiratory rate trend (rrt) signal being over sensed. A boston scientific technical services consultant stated that it does seem to implicate rrt as when you turn it off the artifact does stop. A revision procedure was performed and the competitive rv lead was removed from service and replaced. No adverse patient effects were reported.